Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian reported a single incident involving a pod failure the previous night for a pediatric patient. After a scheduled pod change, approximately two hours later the patient¿s glucose remained high despite the pod being securely attached, with no leak or site redness noted. A blood glucose check showed 18.6 mmol/l (334.8 mg/dl) and ketones at 1.4, while the dexcom g7 sensor displayed ¿high.¿ the legal guardian observed dark material inside the removed pod¿s cannula and treated the hyperglycemia with a novorapid pen per hospital guidance. The legal guardian consulted the queensland children¿s hospital by phone and agreed to share controller logs later. The pod had been worn on the leg for between 1 and 4 hours.